Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited impending fracture, abnormal sensing, impedance failure and lead failure. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.